Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 4.20 g/l (420 mg/dl) after wearing the pod between 4 and 24 hours on the abdomen. It was also reported that the patient went to the hospital due the high blood glucose levels. There were no further information regarding the hospital visit or to the patient¿s treatment.